Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. No phone number provided. Philips field service engineer (fse) confirmed the reported failure and replaced the pressure relief valve to resolve this issue. All test performed and passed by the guidelines of the service guide. Unit returned to service.

Event description:
Customer reported failed pressure relief valve test failure during extended self test (est). No patient/user harm reported. The event date was not specified; estimate used.